Event description:
The event was reported as: the pleur evac tubing slipped off from the connector site, freely draining and caused distress to the pt. No pt injury reported. No further info available. This is the fourth report of four for the same institution with separate occasions of defect occurring.

Manufacturer narrative:
Samples are available for investigation, but have not been received yet. Evaluation report is not completed at time of this report. A follow-up report will be sent when completed.